Event description:
The customer reported an overheating blower. Patient use was unknown; however, no patient harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider (asp) performed troubleshooting and reviewed the logs. The asp confirmed and duplicated the customer complaint. The asp replaced the blower. Testing was performed and passed.